Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a thoracotomy with wedge resection procedure, the device partially fired so the surgeon pushed the button on back to release. When the vein was cut there was bleeding. The vein was clamped and over sewed to control the bleeding. The stapled did not fully form. There was no transfusion however the patient lost 2 liters of blood. No other blood products were given to the patient. Suture was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4).